Event description:
The customer reported the system would not boot up. The software was corrupted due to the instability of the input power supply and a poor connection. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ram was reseated, the software was reloaded, and the uninterrupted power supply was replaced. The system was tested and found to be working as intended and put back into service.